Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/10/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of the complaint. A battery compartment crack was observed. The battery cap was undamaged; the battery cap contact dimensions were within specification. The battery cap was able to secure properly to the pump; a power loss was not observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A low battery was simulated during investigation; the pump warned and alarmed appropriately at the correct voltage. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.